Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that they are getting error code 1063 (invalid test result, correlation coefficient too low) when running a pt sample on the axsym digoxin iii assay. There was no impact to pt mgmt reported.